Event description:
Jaw broke during use. Broken piece remains in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was confirmed to be missing a portion of the top jaw. The device was functionally tested and confirmed to function as intended. The broken portion of the tip was not returned for evaluation. As a result a complete dimensional inspection could not be performed. Therefore, the root cause of this device failure could not be determined. The device was manufactured 09/08/2008. A review of non-conformance records was performed and no issues were identified. A complaint history review was performed and there are no additional complaints for this lot number on file for the same failure mode. The root cause of this failure cannot be attributed to a manufacturing issue. Per the IFU 1060355 rev h under "precautions" "as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure." Also the IFU instructs "do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges." Due to this fact we are unable to determine what specifically may have caused the user to experience the reported incident. (B)(4).